Event description:
It is reported that a customer was hospitalized three times in a matter of 2 weeks for a low blood glucose level of 17 mg/dl. The customer was treated with glucose tablets, insulin shots, and dextrose on the three different occasions. Time and date of admission were on (B)(6) 2014 and (B)(6) 2015 at 2am. The caller was the patient's wife. The customer will have their insulin pump replaced due to a protruded drive support cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.